Manufacturer narrative:
One photo was provided for evaluation; the photo confirms fluid leaking from the tubing connection to the luer. Lot history review was conducted and no relevant nonconformities observed that would have contributed to this complaint.

Event description:
The event occurred on an unspecified date and involved a 5" (13 cm) appx 0.74 ml, pur yellow smallbore trifuse ext set w/3 clave¿ clear, 3 anti-siphon valve, 3 clamps (blue, yellow, white), spin luer where the customer reported a defective tubing where there was unknown patient involvement; harm was not reported as consequence of this event. Investigation did confirm a leak.